Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the buttons required excessive force to activate a response. It was also found that the buttons were misaligned. It was also observed that the buttons did not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up, down, and ok buttons require several presses for a response. It was reported the keypad is intact and the pump was not exposed to water.